Event description:
The biomedical technician for the facility reproted the unit failed accuracy testing as an obf. The amount of inaccuracy and method of testing was not reported. No additional information is available.